Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the gun fired as normal, crunch was heard, but surgeon then had difficulty removing the instrument. Assumed knife had not properly cut through the tissue and was unable to remove. Only option was to depress the firing trigger for a second time, which then allowed stapler to come out. Surgeon said that resulting staple/cut line was more ragged than usual, as had to re-fire the knife to fully cut through the tissue. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Corrected data: catalog # = pph01. Additional information was requested and the following response was received on (B)(4) 2010: [surgeon's] main issue was that the gun did not cut through the tissue, even though the crunch was heard. He had difficulty removing the device. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and no anomalies were found during the manufacturing process.